Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported tubing detachment due to which the patient experienced vomiting, headache, high ketones level and high blood glucose level over 600 mg/dl at the time of incident. The patient treated it with a manual injection and was given fluid via intravenous route and insulin injections. The site location was patient's leg and the infusion set had been in use for three days. Patient's blood glucose at the time of this report was 387 mg/dl. No further information available.